Event description:
It was reported by the patient that the previously working remote monitor no longer responded to the start button. The attempt to reset the monitor by unplugging and then replugging in the power cord was successful. No patient complications have been reported as a result of this event. It was further reported that the monitor has been returned.

Event description:
It was reported by the patient that the previously working remote monitor no longer responded to the start button. The attempt to reset the monitor by unplugging and then replugging in the power cord was successful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the power supply was out of electrical specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.